Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's memory chip on the cpu board, reprogramming, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.